Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction? (Not available). Was the topical steroid prescription strength? (Inquiring). Were cultures and sensitivities performed? If so, please provide the results. (None) please describe how the adhesive was applied. (By the IFU). How was the wound cleaned and dried prior to prineo/ dermabond application? (Wiped with sterile water). What prep was used prior to, during or after adhesive use? Yes. Was a dressing placed over the incision? If so, what type of cover dressing was used? (Tdb). Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? (Not aware of any). Is the patient hypersensitive to pressure sensitive adhesives? (None). Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? (Not sure). Patient demographics: initials / ID, weight, bmi? (Not available). Patient pre-existing medical conditions (ie. Allergies, history of reactions)? (None). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? (None). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? (No). Lot number of product used? (Not available). Current patient status? (Recovered). Name of surgeon? (Dr. (B)(6)). What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2025 and topical skin adhesive was used. The patient contacted the surgeon on (B)(6) 2026 about a single site being erythematous, started on keflex. Contacted on (B)(6) 2026 all sites now had a ring of erythema around them. Topical skin adhesive was removed on (B)(6) 2026 and given topical steroid -still itching. On (B)(6) 2026 reaction still present, increased topical steroid, prn oral benadryl. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a photo available of the patient¿s reaction? Was the topical steroid prescription strength? Were cultures and sensitivities performed? If so, please provide the results. Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, weight, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?